Event description:
It was reported that the nurse was counting the drips and ¿saw some variability and with the instability changed modules¿. Per report, the infusion was levophed (8mg/250ml) that was programmed to run at 25mcg/min (46.9ml/hr.) For an ¿unstable patient¿. At 2:53pm, the pump alarmed for occlusion and at 2:54pm, the clinician changed the pump module from s/n (B)(6). Per report, once the infusion was restarted, ¿it dripped faster briefly due to the occlusion then it slowed down¿. This was reported to bd clinical practice consultant (cpc) during their site visit. There was no patient harm. During the bd cpc site visit and while observing (the facility¿s device) cleaning (practices), it was noted that some of the devices coming back to be cleaned had a ¿wire inside the door¿. This wire was from the clean tag. The tag was ripped off, but the wire remained in the device. This practice was reportedly started in late july, during rounds, nurses noted that they started seeing the wire tags "a little over a week ago". This would be an extraneous object in (inside) the large volume pump door and if not removed, would be a risk for an over infusion. Per bd cpc, the users are removing these tags and putting a rubber band around the whole module to hold the tag. As they rounded during the site visit, they looked for devices with these wire tags and removed those that they found. Nursing was notified to remove if seen. Additionally, bd cpc observed the following during their rounds: incorrectly loaded pump sets: this was on multiple units including both icus where the upper fitment was not seated correctly in the fitment housing. Just in time education provided and tip sheets and video on set loading and unloading were provided. Pumps high above patients: cpc discussed the inability to maintain appropriate head height when devices are on the pole. Discussed potential flow rate inaccuracies when compounded with incorrectly loaded pump sets.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of variability in a drip count during a levophed infusion could not be confirmed or replicated since no devices or device logs were provided for investigation. Review of the device event and error logs could not be performed as they were not provided for investigation. Inspection and testing of the devices could not be performed as they were not returned for investigation. The set loading and unloading guide tip sheet contains detailed instructions on how to properly load an alaris primary administration set for the pump module. The alaris system user manual v12.1.3 states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The user manual also states under initial setup cautions, ¿ensure that the device is as close to level with the patient¿s heart as possible. Patient¿s heart level should be in line with the channel select key¿. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of variability in a drip count during a levophed infusion could not be determined since no devices or other additional information was provided from the facility.

Event description:
It was reported that the nurse was counting the drips and ¿saw some variability and with the instability changed modules¿. Per report, the infusion was levophed (8mg/250ml) that was programmed to run at 25mcg/min (46.9ml/hr.) For an ¿unstable patient¿. At 2:53pm, the pump alarmed for occlusion and at 2:54pm, the clinician changed the pump module from s/n (B)(6) to (B)(6) . Per report, once the infusion was restarted, ¿it dripped faster briefly due to the occlusion then it slowed down¿. This was reported to bd clinical practice consultant (cpc) during their site visit. There was no patient harm. During the bd cpc site visit and while observing (the facility¿s device) cleaning (practices), it was noted that some of the devices coming back to be cleaned had a ¿wire inside the door¿. This wire was from the clean tag. The tag was ripped off, but the wire remained in the device. This practice was reportedly started in late (B)(6) , during rounds, nurses noted that they started seeing the wire tags "a little over a week ago". This would be an extraneous object in (inside) the large volume pump door and if not removed, would be a risk for an over infusion. Per bd cpc, the users are removing these tags and putting a rubber band around the whole module to hold the tag. As they rounded during the site visit, they looked for devices with these wire tags and removed those that they found. Nursing was notified to remove if seen. Additionally, bd cpc observed the following during their rounds: incorrectly loaded pump sets: this was on multiple units including both icus where the upper fitment was not seated correctly in the fitment housing. Just in time education provided and tip sheets and video on set loading and unloading were provided. Pumps high above patients: cpc discussed the inability to maintain appropriate head height when devices are on the pole. Discussed potential flow rate inaccuracies when compounded with incorrectly loaded pump sets.